Event description:
It was reported that, during a meniscal repair procedure using the fast-fix flex suture system, the loop of suture that is meant to cinch down after deploying t2 failed to reduce at all, leaving the knot close to t2 and a loop of suture right beside it. An attempt to pull at the loop and putting downward pressure on the knot was made without success and eventually had to cut the suture out and pull out the implant. The procedure was completed with a non-significant delay using a smith and nephew back-up device. No further complications were reported.

Manufacturer narrative:
Complaint reference number: (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret1 setting with the suture string and t1 returned. T2 was fractured away and not returned. There is debris on all returned items. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A functional evaluation was not performed due to the conditions of the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.